Event description:
It was reported that while transecting the bladder during a da vinci prostatectomy procedure, the wrist of the permanent cautery spatula instrument began smoking. The instrument was replaced with an instrument of the same type to complete the procedure. No add'l pt harm, adverse outcome or injury was reported

Manufacturer narrative:
The instrument was returned and evaluated. Per the reported complaint, engineering observed that the instrument has localized melting/charring of the plastic idler pulley. The cable is derailed at the same idler pulley. Additionally, the conductor wire has damaged insulation with bare wire exposed indicating arcing occurred. There is also a char mark on the yaw pulley above the damaged wire. The wire may have been damaged by another instrument. Idler pulley has chipped/bent edges away from the melted section that may have come from another instrument hitting the pulley. Cable derailment likely occurred after initial conductor damage, and wire arced to the cable and surrounding areas of the idler pulley and yaw pulley when cautery was activated. The ceramic sleeve has hairline cracks; however, this is likely unrelated to the arcing. Electrical continuity passed. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.